Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device was suspected of exhibited premature battery depletion. Data analysis determined the estimated longevity was decreased due to high atrial sensing of the device. This device remains in service. No adverse patient effects were reported.